Event description:
Patient reported an issue where she changed her dexcom g6 and entered the new information into her t:slim pump, but the system did not program correctly, requiring her to manually enter her bolus each time. There was no adverse impact to the customer's blood glucose level. She did not report any corrective actions taken, and no additional information was provided regarding further outcomes.